Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that a patient with an external neurostimulator (ens) for trial stimulation had developed an infection. The patient had returned for the implant procedure and it was discovered that there was an infection at the future pocket site. It was reported that the patient's bandages had started to fall off, which could have contributed to the infection. The lead was explanted and the issue was resolved. No device malfunctions were reported.